Event description:
(B) (6) alleges that the patient's "death was caused by a defect" in the lead. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received. Attorney later alleges patient "subsequently died of a coronary artery disease and ventricular arrhythmias on (B) (6) 2007. The defective condition of the medtronic model 6948 device was the proximate cause of (patient's) death."

Event description:
Lawsuit alleges that the patient's "death was caused by a defect" in the lead. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.

Manufacturer narrative:
(B) (4)

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Our records indicate the patient expired more than one year ago. We have no information to suggest the death was device related. The cause of death has been requested but has not been received. It is not known if the device was explanted post-mortem. Other: trueisprint fidelisimplantable tachy lead lawsuit alleges that the patient's "death was caused by a defect" in the lead. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received. No conclusion can be drawn. Defective device.